Event description:
Additional information received on 5/23/2025: the anchor body from each fibertak was left in the patient. The case was completed using another ar-3636h 1.8 knotless hip fibertak. The procedure was delayed about two to three minutes without additional anesthesia.

Event description:
On 4/17/2025, it was reported by a sales representative via email that four ar-3636h 1.8 knotless hip fibertak anchors experienced repeated malfunctions. After drilling and clearing loose debris, the shuttle stitch of the anchor ripped off at the anchor body when attempting to convert the knotless mechanism. The surgeon confirmed that neither the anchor body nor the sutures were compromised during implantation. This exact issue recurred with four out of five anchors from the same lot number. This was discovered during a hip labral repair procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling, which damaged the device and, therefore, caused insufficient fixation.